Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 19 and alarm 05) occurred during the load sequence with multiple new cartridges. Blood glucose level was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 issue was verified. The alleged alarm 05 was verified in the pump logs; however, no failure was identified.